Manufacturer narrative:
During investigation, the exposed portion of the soft cannula was found to be torn. Fluid was observed leaking from the tear during fluid path tests. It could not be conclusively determined when or how this damage occurred. Download data contains no timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. No other damages or defects were observed that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 20 mmol/l (360 mg/dl). The pod was worn on the patient's arm for between 4 and 24 hours.